Event description:
It was reported that a spectrum pump alarmed false upstream occlusion in the emergency room during an infusion of saline at a rate of 1l/hr. The customer reported that the device would alarm every minute even though there was no occlusion present. After approximately 5 minutes the device was exchanged for another device and the infusion was completed. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and eval the device. The device was found out of spec in relation to the reported false upstream occlusion alarm which was confirmed through review of the history log but was not reproduced. The confirmed symptom was found to be caused by low upstream sensor values due to a failed upstream sensor. The upstream sensor was replaced.